Event description:
It was reported that during check out, the fiber optic connector for the cardiosave intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the customer's reported issue. In addition, the stm observed the fiber optic connector spring loaded cover was broken. The stm replaced the upper panel assembly, the fiber optic sensor extension cable assembly, related labels, and utilized a screw kit. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during check out, the fiber optic connector for the cardiosave intra-aortic balloon pump (iabp) was observed to be broken. There was no patient involved and no adverse event was reported.